Event description:
It was reported that after a tracheostomy tube was placed in a patient, the flange became separated from the tube. No patient harm was reported. The tube was exchanged for a new device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample of a tracheostomy tube was returned for investigation. A visual inspection was performed and found the flange was detached from the tube and the cannula had damage on both the right and left holes. The manufacturing guidelines and controls were reviewed and found effective to identify the malfunction. Damage of this magnitude at the time of manufacturing would have been detected during the product inspection. The confirmed malfunction is not related to the manufacturing process.